Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that there was no image on the lightsource. This occurred, during preparation for use. For a diagnostic procedure. This was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6 corrected data: d9 the device was returned to olympus for inspection, and the customer's complaint of no image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the no image due to faulty scope socket. Olympus will continue to monitor field performance for this device.